Event description:
Device 3 of 3. Reference MFR report: 1627487-2012-03190 and 1627487-2012-03192. The pt reported he was experiencing his scs charger getting "hot to the pouch." He also reported the charger was uncomfortable/painful and he had scarring at the device site. F/u identified the pt was also not receiving adequate coverage. A sjm rep advised the pt to consult with the physician. At this time there is no add'l info. On (B)(6) 2012 st. Jude medical, neuromodulation division, sent field action letters to pts related to heating while charging and raised awareness of this issue to pts. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.